Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u4150530rx pta balloon dilatation catheter allegedly experienced material deformation and failure to advance. This information was received from one source. The event involved a patient with no known impact to the patient. The age, sex and weight of the patient were not provided.

Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history was performed. The devices was returned for evaluation. The investigation is confirmed for material deformation and inconclusive for failure to advance. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u4150530rx pta balloon dilatation catheter allegedly experienced material deformation and failure to advance. This information was received from one source. The event involved a patient with no known impact to the patient. The age, sex and weight of the patient were not provided.